Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the lcd screen(crack) found on (B)(6) 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (electrical board 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked lcd screen glass, minor scratched display window, stained keypad overlay, and broken belt clip rails. Cosmetic damage was confirmed where cracked lcd screen glass was noted. Blank flashing white display due to cracked lcd controller (electrical board 1).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.